Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: stenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that the procedure was to treat instent restenosis of a xience stent. After stenting of the restenosis with a promus stent, during the attempt to remove the devices from the pt, it was noted that the tip of the bmw universal guide wire was caught underneath the deployed stent, which resulted in the guide wire tip unraveling and separating. An attempt was made to snare the separated pieces of guide wire with a triple loop snare; however, this damaged the deployed promus stent and retrieval was unsuccessful; resulting in the pt being sent for surgery (CABG), during which the separated piece of guide wire and the damaged stent were removed successfully. No additional event or pt info is available.

Manufacturer narrative:
The bmw guide wire has been filed under MFR number 2024168-2009-00549. The promus stent delivery system has been filed under MFR number 2024168-2009-00652.